Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The camera head was returned to the service center with a report of rigid endoscope could no longer be rotated. This does not indicate a medical device reportable event. However, medical device reportable failure was found during testing at the service center. During inspection of the device, material on main body, image noise, leaked cable, leaked charged coupled device, degraded image unit was found. There was no patient involvement.